Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 121", "pacer fault 122", "pacer fault 123" and "pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.